Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 10/14/2016. The device has been returned and evaluated by product analysis on 09/23/2016 with the following findings. There were reboots observed in the black box download. The battery compartment was cracked along the side of the pump. The battery cap had stripped threads. The battery cap was unable to maintain an electrical connection. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no further power issues occurring.